Manufacturer narrative:
The subject device was returned for investigation and inspected. The reported failure of detached components was confirmed. The device was received in two pieces and no components were found missing. An area of untreated calcium inhibited the retraction of the ivl balloon into the 8fr sheath. The physician acknowledged using excessive force during the manipulation to remove the catheter which is cautioned in the instructions for use. Furthermore, the use of an 8fr sheath with the 8.0mm x 60mm m5+ catheter is off-label per the instructions for use and may have contributed to the damage to the catheter upon attempts to withdraw. Shockwave medical has controls in place to ensure devices are built to approved procedures and meet lot release acceptance criteria prior to being distributed. A review of the manufacturing and test documentation for subject lot does not reveal any issues with the manufacturing of the device. The device passed all of shockwave medical, inc. Acceptance criteria prior to shipping.

Event description:
It was reported that a shockwave m5+ peripheral intravascular lithotripsy (ivl) catheter was used to treat the iliac superficial femoral artery (sfa) and common femoral artery (cfa). 300 pulses were successfully delivered to the sfa. At the end of the procedure, the physician was having difficulty removing the m5+ catheter from the 8fr sheath, and the balloon and nitrex guidewire became detached and remained inside the patient. The physician then gained endovascular access on the opposite cfa and was able to snare the balloon and wire. However, the detached pieces were stuck under heavy calcium and could not be removed. Then the physician placed a l6 12x30 catheter in the cfa near the detached pieces, delivered 10 cycles, and removed the l6 catheter from the patient without issue. Subsequently, the physician was able to snare and remove the remnants of the m5+ balloon and nitrex wire. There was no patient harm reported.

Manufacturer narrative:
The subject device was not returned for investigation. Therefore, a physical investigation of the device was not possible. The likely cause of the reported balloon detachment could not be determined. Shockwave medical has controls in place to ensure devices are built to approved procedures and meet lot release acceptance criteria prior to being distributed. A review of the manufacturing and test documentation for subject lot does not reveal any issues with the manufacturing of the device. The device passed all of shockwave medical, inc. Acceptance criteria prior to shipping.